Event description:
It was reported the patient had stimulation repositioned on (B)(6) 2012. Since then, it was stated that it had been "difficult" to charge the device. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Product ID, 3778-60 lot# serial# (B)(4), implanted: 2008 (B)(6), product type lead product ID, 37752 lot# serial# (B)(4), implanted: 2008 (B)(6), product type recharger product ID, 37743 lot# serial# (B)(4), implanted: 2008 (B)(6), product type programmer, patient product ID, 3708240 lot# serial# (B)(4), implanted: 2008 (B)(6), product type extension product ID, 3487a-33 lot# v116703, implanted: 2008 (B)(6), product type lead product ID, 3487a-33 lot# v116703, implanted: 2008 (B)(6), product type lead. (B)(4).

Event description:
Additional information received reported that the patient was receiving effective therapy and had recovered without permanent impairment.

Manufacturer narrative:
(B)(4).

Event description:
Information regarding this event was previously reported under manufacturer report # 3004209178-2014-23932. Additional information will be reported under this report's report number.